Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material#: 302995, batch#: 4327490. It was reported by customer that contaminated syringe. Contaminated syringe. I just got another incident report of the same issue happening, except this is for manf#: 302995 10ml syringe (lot#: 4327490). Additional information provided: sorry about the delay. What was noticed in the syringe was a small piece of black (looks like part of the stopper). This was noted in the syringe prior to drawing up any medications/fluid. I have not sent the syringes back yet to bd. I have to grab a box from bmc next door today.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Report was received regarding a potentially contaminated syringe. To support the investigation, (B)(6) samples of 10 ml luer-lok syringes from lot 4327490 were submitted for evaluation by the quality team. All samples arrived in sealed blister packaging, complete with the appropriate product information. Upon inspection, one hundred thirty-one samples exhibited no observable defects. However, seven samples contained an unidentified particulate on the stopper within the fluid path. Fourier-transform infrared spectroscopy (ftir) analysis was performed in an attempt to identify the particle¿s composition. The results confirmed the material to be the silicone used in the manufacturing process. The condition observed is non-conforming per product specification and is attributed to the assembly process. A device history record review was completed for provided material number 302995, lot 4327490. The review revealed all visual inspections were performed per requirements with no quality notifications related to the condition reported. The lot was inspected and accepted based on our inspection control plan, approved for shipment and is considered in compliance with our product specification requirements. Actions are currently open to reduce foreign matter. To date, there have been no other similar events reported for this lot.